Manufacturer narrative:
The adhesive pad was received with blood. The linkage assembly was found to be fully retracted before opening the pod and the formed needle was visible in the exposed soft cannula. After opening the pod, the formed needle was found to be unseated from the slide retract. Damage to the slide retract and formed needle indicates the formed needle had been improperly installed, causing the failure to retract and bleeding to occur. The pod was received with the cannula deployed. After investigation of the needle mechanism, no issues were found that would result in the soft cannula failing to deploy. The device ran for 2638 pulses and was deactivated by the user.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose was between 120 and 160 mg/dl. The pod was worn for three days on the leg. When the pod was removed, it was noted that the needle did not retract and the cannula did not deploy when the pod was activated. This indicates that a needle mechanism failure occurred. Bleeding at the infusion site was also reported. Additional method of treatment was not provided.